Event description:
Information received indicates the left head siderail is not latching.

Manufacturer narrative:
The technician found the siderail stop was contacting the bottom of the release arm which prevented the siderail from latching. The technician replaced the siderail stop to repair the bed.